Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record (B)(4). According to the available information the implanted, inflatable penile prosthesis was removed and replaced on( B)(6) 2020 due to infection. The inflatable penile prosthesis was replaced with a malleable prosthesis. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of repositioning, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, titan removed for infection. No malfunction of any type. Intra op cultures were taken, and submitted as routine, no results were available.